Event description:
During attempted implant, high capture threshold was observed on the right ventricular (rv) lead. The rv lead was repositioned. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.